Event description:
It was reported to boston scientific corporation in 2006, an uromax ultra balloon dilation catheter was used during a ureteroscopy procedure (patient age, gender, and weight unknown). During preparation, when the device was inflated, it was noted the balloon leaked.

Manufacturer narrative:
Visual and microscopic examination noted the longitudinal tear in the balloon was stretching distally for 35mm from the proximal edge of the proximal ro markerband. Device analysis can confirm a longitudinal tear was present in the balloon material. A labeling review identified that the device was used per the uromax ultra directions for use (dfu). The device history record for this lot was reviewed; no anomalies were noted.a search for similar complaints was completed and found no other complaints were associated with this lot. The cause of the reported malfunction is likely attributable to operational context.